Event description:
Patient reported "seroma-late." This record is for right side. The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a4; b5; b6; d1; d2a; d2b; d4; d6a; g2; g4; h4; h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient additionally reported calcifications, cysts, radial folds, fibroglandular pattern, pain, and capsular contracture, baker grade IV.